Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Glycemic control in preschool-aged children with type 1 diabetes (t1d) is often suboptimal and challenging. In addition, the 0¿4 year age group has the highest annual increase in incidence among children. Fear of hypoglycemia is common in parents of young children with t1d and may lead to permissive hyperglycemia to avoid low blood glucoses, which may increase the risk of long-term complications. The use of pump and continuous glucose monitor (cgm) technology for intensive insulin therapy can optimize treatment of children with diabetes. The medtronic minimed 670 g system with smartguard is a hcl system that monitors glucose and automatically adjusts the delivery of basal insulin based on the user¿s sensor glucose (sg) reading. The device was approved for use in patients >14 years old in september 2017 and this was expanded to include children between 7¿13 years old in june 2018. This system includes a 670 g insulin pump and a guardian cgm. There are two modes that can be used. The manual mode (mm) delivers insulin based on established settings with an additional suspend before low feature, which turns off the basal insulin prior based on the sg (predicted low glucose based on rate of fall or threshold glucose) and restarts after the glucose returns or is predicted to return to a satisfactory level. Using a proportional integral derivative algorithm, the auto mode (am) adjusts basal insulin (decrease, increase, or suspend) based on cgm data to bring glucose levels to a set target. Providers at the study institution have been using the hcl in am in children <7 since 2017 as an off-label indication. They reviewed cases of very young children placed on the 670 g hcl system in am for 3 months or more to look at the efficacy and safety of this system in this age group. They hypothesized that there would be better glycemic control in am when compared with mm. The researchers included children with available carelink downloads while in mm as well as am. The download was data of the prior 2 weeks and were included if obtained within 30 days of a clinic visit where a hemoglobin a1c and weight were available. If more than one download was available during that time period, the one closest to the date of the clinic visit was used. They excluded those children who did not have an available clinic visit with hemoglobin a1c or weight within 30 days of a download. Neither diluted insulin nor glucagon were used in the insulin pump. Subjects used lispro or aspart. Subjects needed a minimum total daily dose of insulin (tdd) of 8u a day to qualify for am use. A two tailed t-test was used to compare variables from mm and am reports. Variables included a1c, percentage time in range (%tir), percentage hypoglycemia, average sg, average sensor standard deviation (sd), tdd expressed as units/(kg/day), and percentage basal insulin per day. A total of 16 patients met the criteria for analysis (10 male and 6 female). The average age am was initiated was 4.3 ¿ 1.2 years (range 2¿6). The average time in am at the time of download was 6.3 ¿ 2.9 months (range 3¿12). The average percentage of time in am at the time of download was 79.9% ¿ 13.6% (range 57¿98). The average percentage time the cgm was worn at the time of download was 90.2% ¿ 9.2% (range 65¿99). When comparing data in mm with am, there was significant improvement in glycemic control as seen in a1c, %tir, and average sg. There was no significant change in sg variability as seen in sd values. There was an increase in tdd but no statistically significant change in daily percentage basal. There was a significant increase in percentage of hypoglycemia in am compared with mm. When looking at the breakdown of hypoglycemia in terms of moderate hypoglycemia (50¿69 mg/dl; 2.8¿3.8 mmol/l) versus severe hypoglycemia (<50 mg/dl; <2.8 mmol/l), there were no subjects who experienced severe hypoglycemia in mm. For the majority of subjects where % hypoglycemia in am increased, there was higher rate of moderate hypoglycemia. However, there were four subjects who had 1% severe hypoglycemia while in am. No adverse events were noted during the time of analysis, including dka, hypoglycemic seizure, glucagon use, or diabetes-related hospitalization.